Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead dysfunction due to high impedance on different poles of the qp lead. Lv lead repositioning not possible which required early device replacement. The lead was explanted.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured 54.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed high pacing impedance. Based on the characteristics of the fracture mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.